Event description:
Ophthalmologist performed two cataract surgeries at one of our sister facilities. Procedure went well until following lens implantation, a small tear was noted at junture of optic and haptic. Surgeon decided to leave lens implanted as little risk of short or long term vision problem. Both patients remain doing well. Alcon rep was contacted, and investigated immediately. Decision was that injector used did not match the shooter. Surgeons had been unaware of this. Decision to remove purple injectors from ors across the system was made and accomplished. Educational issue may involve other institutions. Alcon rep informed, and immediately investigated. Findings: no defective device, found mismatch in injector and cartridge. Advised removal of all purple injectors from system. This was done immediately. Appropriate color match replaced.